Manufacturer narrative:
The reported event is confirmed as manufacturing related due to poor snipping of eye. The sample has been evaluated and observed no deformation or abnormalities on the catheter surface. Dissected the catheter and found poor snip eye. Missing/undersize eye could have caused the reported issue. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use. When resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall."

Event description:
It was reported that the balloon was unable to deflate. The user raptured the balloon using a guidwire to remove the catheter.